Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3 and to provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the header bag, foil pouch, hemostasis sheath, arteriotomy locator, and guidewire. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and locator were returned partially mated and with a kink at the blood inlet holes of the assembly. The components were able to be fully mated without issue. The sample was returned for evaluation, and a kink was noted at the blood inlet hole of the assembly. Based on the condition the sample was returned in; the complaint could be confirmed for a kinked sheath and locator assembly. The exact root cause. As it was reported that an issue occurred during attempted insertion, it is possible that damage was sustained to the assembly during attempted device insertion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the tip of the angio-seal vascular closure device insertion sheath was deformed, preventing insertion of the assembly. The angio-seal device was used to treat a stenotic lesion of the left superficial femoral artery. After switching the procedure sheath from the right common femoral artery to the angio-seal guidewire, the assembly was attempted to be inserted into the artery. However, the tip of the insertion sheath became deformed, which prevented successful insertion. It was determined that continuation of the procedure with the affected device was not possible; therefore, a second angio-seal device was used to achieve hemostasis. The second device was successfully inserted into the artery, and hemostasis was achieved. The procedure performed prior to device deployment was percutaneous peripheral intervention. A pre-deployment angiogram was performed. The size of the ancillary sheath used was six french. The puncture site was the right common femoral artery. Vessel diameter was not reported. The type of procedure performed was hemostasis. The reported event did not result in patient injury and did not require medical or surgical intervention. Estimated blood loss was less than 250 cc. The event occurred intraoperatively.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.